Event description:
In 2008, the patient's diabetes educator reported the patient was admitted to the hospital with diabetic ketoacidosis on the day before, during the early morning hours. She was assisted in reviewing the daily insulin totals and basal rate profile on the patient's insulin infusion device. The daily totals showed the following: that day 2.4 units, two days prior to original date, 24.7 units, approx six months earlier 65 units. The educator did not know why the history skipped from that day to original month, and the patient was not present to ask. She stated the patient had a cold 2 weeks ago with symptoms of nausea and elevated blood glucose readings. She stated the there was currently no insulin cartridge in the infusion device. The educator stated the patient is receiving insulin via intravenous infusion while at the hospital. Repeated further attempts to contact the patient were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.